Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer experienced at least three occurrences of this malfunction but had not reported it within the last 24 hours. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.